Event description:
The customer contact reported unrestricted flow. The tubing set was being used in the preoperative area to deliver an unspecified amount of an unspecified IV solution. After an unspecified length of time in use, the nurse noted the rate was faster than intended. The cair clamp was being used to regulate flow. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.